Event description:
Healthcare professional (hcp) reported five incidents of blood leaks on unknown use number. The incidents occurred over 1 1/2 month time period in 2001. All of the incidents occurred at the start of pt treatment and were noted by blood leak alarms and with blood visually seen in the dialysate. All blood leaks were confirmed with positive hemastix. Blood was not returned to any of the patients, with an estimated blood loss of 200cc to 250cc per incident. All treatments were resumed with new disposables and completed without further incident. No pt injury or medical intervention was reported per hcp.